Manufacturer narrative:
The associated complaint device was not returned. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during surgery only two of the five 1.5 mm screws tested fit on the plate so the doctor decided to place another three 2 mm screws so the plate could be fixed to the bone. Five screws were used in total. 30 minutes of delay was reported.